Manufacturer narrative:
The investigation for access site bleeding issues has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was not determined as no product was returned and limited clinical information was provided the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13964: e4 should have been left blank . G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support developed bleeding on the impella access site. The cp was removed with a cut-down and blood vessel was sutured. Blood products were given.